Event description:
It was reported to boston scientific corp, that following an anterior pelvic floor repair procedure performed in 2009, using an uphold vaginal support system, the pt returned six weeks later, with a vaginal erosion of the mesh near the vaginal apex. The physician prescribed the pt premarin cream. The pt came back for a follow-up 2 months later, did not report any symptoms, and was reportedly "doing fine other than the exposure, which appears not to be symptomatic."

Manufacturer narrative:
The complainant indicated that the device was implanted, and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.